Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements. A revision procedure was performed during which the lead was tested via pacing system analyzer (psa) and high pace impedances confirmed in addition to noise. The lead was removed with the terminal end cut during explant. The physician also elected to replace the device to delay the time to another procedure. No adverse patient effects were reported.